Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogating an implantable cardioverter-defibrillator, the battery was found to be prematurely depleted. During a clinical followup on (B)(6) 2019, the device had a battery longevity of 5 years. The physician elected to replaced the device. The device was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Upon receipt, the fortify ICD was interrogated with a programmer and the device image (memory contents stored on the device) was obtained. A battery performance alert was recorded with the first alert recorded on (B)(6) 2019. The device reached elective replacement indicator (eri) and the patient notifier for the same was triggered on (B)(6) 2019. The device reached end of service (eos) on (B)(6) 2020. No high current drain was noted. The battery trend was reviewed and a drop in the battery voltage was recorded between (B)(6) 2019 and (B)(6) 2020. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.